Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed the threshold of 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, so a replacement pump was issued. The defective pump was to be returned, and the customer switched to using manual injections as backup therapy.